Event description:
This pt was included in the cypher registry. The pt experienced an awmi approximately eight weeks post cypher stent implantation. This product is not available for testing and evaluation. Additional info has been requested. Please note that this product is not distributed in the united states. However, it is similar to the united states distributed product.